Event description:
Elevation of the ventricular threshold was observed during a follow-up with ventricular capture failure. X-rays did not reveal any lead dislodgement and re-intervention excluded any connection issue between the lead and the pacemaker. The subject lead was then repositioned on (B)(6) 2015 with satisfying electrical measurements.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Elevation of the ventricular threshold was observed during a follow-up with ventricular capture failure. X-rays did not reveal any lead dislodgement and re-intervention excluded any connection issue between the lead and the pacemaker. The subject lead was then repositioned on (B)(6) 2015 with satisfying electrical measurements.